Event description:
The pt reported feeling ill on (B)(6) 2010. In the evening she had heart palpitations, difficulty breathing and a headache. Her mother called an ambulance and the patient's blood glucose measured "hi" on the blood glucose monitor. Her infusion device then displayed e4 (occlusion) error and e1 (cartridge empty) error. She stated that she reuses insulin cartridges. She was transported to the hospital where her blood glucose measured 850 mg/dl and she was treated with an insulin infusion in intensive care until (B)(6) 2010 and she was transferred to regular care. Her normal blood glucose range is 100-150 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.